Event description:
Patient mom holding patient. Mom alerted registered nurse (rn) of blood on her coming from patient's PICC line. Nurse assessed and saw that blood was back flowing from the red lumen. Red lumen clamped, emergent line change done with new hummi t-connector placed. Hummi t-connector flushed appropriately with no notable cracks or leaks. However, the hub of the hummi t-connector has dried blood around the hub that confirms the backflow of blood. Product: minibore extension set with split septum micro t-connector, lot 23110, reorder number: (B)(4).